Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an issue with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The problem was reproduced in service and the root cause of the problem was assigned to depleted batteries due to use/user error. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. It is unknown if there was a patient involved. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.